Event description:
It was reported that during a rotational atherectomy procedure, the burr stuck in the lesion. Vascular access was obtained through the femoral artery. The 95% stenosed target lesion is located in the moderately tortuous, severely calcified left anterior descending (lad) artery. The physician performed atherectomy with a 1.25mm rotablator rotalink plus. Upon removal it was noted the burr was stuck distal to the lesion, the burr was unable to be removed from the lesion. The physician obtained vascular access through the femoral artery on the patients other side. Using the new access site the physician advanced a luge guidewire through a non-bsc guide catheter across the lesion. A 2.0 x 15mm nc quantum apex balloon catheter was advanced proximal to the lesion and inflated, the burr was able to be removed. The procedure was completed with the deployment of a non-bsc drug eluting stent. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).